Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon evaluation it was found that the monitor's flash memory was corrupt. After reprogramming the flash memory the monitor was fully functional. The root cause of the defective flash memory cannot be positively identified. No adverse event resulted from the defective memory. The patient received a replacement monitor.